Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The device passed tug test and released with heparin reversed. Pericardial effusion at the proximal anterior edge of the laa was noted post device release when blood pressure dropped. A pericardiocentesis was performed and 300cc of fluid was removed. The patient remained stable and discharged.